Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were having problems with their implant. They further clarified that for a few months now, they believed they had a problem in their side that was causing pain. A lot things were done to try and resolve the pain including injections, but the patient stated they and their healthcare provider (hcp), along with their manufacturer representative (rep) who the patient said had been aware of the issue for a while started to suspect the issue was with the implant. The patient said their nurse shut their implant off the last time they were at their hcp office to see if that resolved the issue but patient said it didn't resolve the pain, and then all of a sudden, they started to get a buzzing on their right side where the implant was even though the therapy was off. Patient said they had a follow up appointment with their hcp on wednesday ((B)(6) 2026). Patient's relevant medical history included the patient mentioned that they also took overactive bladder medication which worked fabulous for them during the day and then the implant worked great for their symptoms at night but now nothing was working for them. Patient said they were told their hcp might want to replace the unit and put it in another spot or take it out entirely but the patient said they did not want to lose the therapy entirely and have their implant removed after their implant history of 2 previous ins's and stated the therapy had been a godsend for them so they hoped they could continue on with the therapy.

Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.